Event description:
The reporter stated that the tubing came off the anesthesia stopcock, resulting in nitrogylcerin leaking onto the bed. The leak was caught and the set was changed out without further incident. There was no pt injury or treatment reported.